Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump was returned with all of the keypad buttons responding properly. There was no physical damage observed on the keypad. The keypad was removed and there was no contamination found.